Event description:
It was reported that this female patient's knee was revised due to pain and synovitis. The surgeon performed releases and implanted a new 15 crc insert with good range of motion and stability. There was no surgical delay or issue with any devices during the revision procedure. The patient left in stable condition. The explant is not available. No additional information is available.

Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient conditions. Concomitant medical products: (B)(4), 02-010-03-0320 - logic cr femoral cem, right, sz 2. (B)(4), 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t. (B)(4), 200-02-35 - three peg patella 35mm. (B)(4), 201-46-10 - holding pin headless 3" (4 pk). Unassigned, 213-49-00 - lpi collar drill. Unassigned, 201-45-00 saw guide holding drill 1/8 x 5.

Manufacturer narrative:
If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.